Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a successful radiofrequency procedure, the patient developed a hematoma. The hematoma was surgically drained with resolve. No further patient complications have been reported as a result of this event.